Manufacturer narrative:
D6: device returned with no lot identification. H6: excessive adhesive at the stopcock. Assembly error. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cannula assembly, na; handle/bobbin alignment, good; seal chamber, na; stopcock condition, good; stylet/cannula condition, stylet occluded; stylet/needle condition, stylet occluded; tissues between stylet and cannula, na and zone, na. Functional tests & results: cannula assembly locks, na and stylet retracts, yes. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the stopcock airway was sealed by excessive adhesive, making the instrument non functional. It was concluded that the excessive adhesive which caused the airway blockage, was due to an assembly error. The assembly management has been notified of this incident and product inquiry will monitor for add'l occurrences.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the tube of the device was impermeable. There was no pt consequence. Add'l info received on 7/14/97. It was clarified that the needle was blocked.